Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level in the 400's (mg/dl). The customer changed the cartridge and infusion set multiple times in an attempt to resolve the elevated bgs. The customer delivered a bolus via the pump and administered a manual injection. The customer believed the suspected cause was due to the pump not delivering insulin. A system check was performed with tandem technical support and no issues were identified with the pump or supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.